Manufacturer narrative:
This device is not approved for sale in USA but a similar device with catalogue#1553201035, upn (B)(4) and 510k# k113174 is approved for sale in USA. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
Pre-op diagnosis: lumbar spinal canal stenosis, degenerative scoliosis. Procedure: oblique lumbar interbody fusion(olif), posterior fusion, transforaminal lumbar interbody fusion(tlif). Levels implanted: l2/3/4/5: olif-l5/s it was reported that on an unknown date, post-op, rod was broken at l3/4. Pseudoarthrosis was observed. Patient underwent revision surgery in which connectors and rods were added for refixation.